Event description:
Doctor was utilizing aquamantys device during total hip arthroplasty procedure. During utilization, the device became occluded and the doctor did not clean the device in accordance with the IFU. In addition, the failure to clean the device properly, the surgeon was utilizing the device with heavy pressure with the surgical site. Given the fact the device was not cleaned and was utilized with heavy pressure, the continued activation of the device caused the device electrodes to become excessively warm, and degrade the material composing the overmold of the device, which resulted in the electrode becoming loose. Upon removal of the device from the pt, the degradation of the device was noticed and subsequent manipulation of the loose electrode caused the electrode to become dislodged from the device.